Event description:
Reporter states customer reportedly received results of 401 mg/dl and 142 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips have been discarded; replacement was sent.